Event description:
It was reported that the customer went to the emergency room for low blood glucose. The mother stated that the customer did not bolus when his blood glucose continued to drop. They suspended the insulin pump but his glucose level still continued to fall. It was stated that the customer was not connected during prime. Troubleshooting was performed. The bolus history, basals, and programming on the device appeared to be normal. The mother stated that the doctor requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.